Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A imp,tsv,4.1mm,sbm,11.5 (tsv4b11) was returned for investigation. Visual inspection of the returned product identified bone material and a fracture at the collar. There was significant damage around the external threads, possibly due to the removal process. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. The reported device was located on tooth # 30 and was used for approximately 4 years, 5 months. Customer reported pain and discomfort as patient impacts from the reported event. Pictures or x-ray images were not provided. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported implant was fractured. The implant was returned for investigation and the reported event is confirmed following inspection and evaluation. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes.'

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant was fractured and therefore removed. Patient had pain and discomfort.